Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that in 2007, during a correlation for prism hcv, a nonreactive result was obtained using prism reagent lot # 55138m200. The customer repeated this sample in duplicate about 9 days later, using prism hcv reagent lot # 55341m200. Both repeats were nonreactive. The customer had performed eia testing and riba testing for this sample about one month before in between 5 days and received eia results of initial reactive/repeat reactive and riba results of reactive. No impact to pt mgmt was reported.